Event description:
It was reported that during an epicardial idiopathic vt case the patient became hypotensive. Due to the tcool catheter in use, physician already had the pericardium cannulated and a small amount (precise amount unknown) of fluid was drained. Hypotension was resolved, and patient was stable throughout the remainder of the case. Case was completed without further incident, and patient was admitted for observation in stable condition. Since this was an epicardial vt, pericardial puncture was performed the physician's opinion regarding the causality of this event was a possible injured peripheral artery during trans xiphoideus puncture. The anterior vein may have drained to the pericardial space. Also there was a possibility that a hematoma was formed in the right atrium posterior wall and causes the drop in the blood pressure. Once the hematoma was drained the patient was stable.

Manufacturer narrative:
The concomitant products: carto 3 rmt system: model # m-5830-01, serial # (B)(4). Stockert 70 system: model # m-5463-01, serial # (B)(4). Coolflow pump: model # m-5491-02, serial # (B)(4). (B)(4).

Manufacturer narrative:
After multiple follow-ups to retrieve the catheter, no catheter was returned. Therefore no evaluation was performed. On (B)(6), customer confirmed that the event was not pericardial effusion. (B)(4).